Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient reported waking up at home feeling dizzy, weak, and experiencing a loss of appetite. At the time, her cgm mobile device displayed a glucose reading of 80 mg/dl, so she did not associate her symptoms with hypoglycemia. There was no indication that she performed a fingerstick blood glucose check, and she did not treat the symptoms. The patient independently went to the emergency room, where bloodwork showed a blood glucose level of 55 mg/dl. Her cgm continued to display readings in the 80s range, although the exact value was not specified during the call. Treatment included IV fluids, gatorade, and pedialyte. She remained in the ER for approximately two hours before being discharged. At some point, a comparison was made between a fingerstick blood glucose reading of 114 mg/dl and a cgm reading of ¿low.¿ due to this discrepancy, the cgm sensor was removed. The patient reported feeling better by the time of discharge, though she remained weak. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid was taken in the ER and prior to the sensor being removed. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.